Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 4261, competitor lead, implant: unknown. (B)(4).

Event description:
It was reported by the patient that they get winded easily, and at their last office visit the physician "saw something on my lead." Follow-up with the clinic revealed that there was some oversensing noise on the patients right atrial (ra) lead. The ra lead sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.